Event description:
It was reported that the patient implanted with this right atrial (ra) and right ventricular (rv) leads, experienced vibrating sensations. Review of device data revealed a lead safety switch (lss) was triggered due to a low out-of-range rv pace impedance measurement less than 200 ohms on (B)(6), 2021. Boston scientific technical services (ts) indicated that the vibration sensations were likely stimulation felt from the unipolar pacing following the lss. It was noted that rv lead impedance trends were stable prior to the lss. Noise on the ra lead and large farfield signals when rv-sense were present prior to the lss, resulting in inappropriate atrial tachy response (atr) mode switches. The minute ventilation (mv) feature was previously disabled, however the cause could not be determined from the available device data as the patient was new to the clinic. Ts recommended bringing the patient in for a clinic visit for further lead evaluation, resetting unipolar pacing, and possible x-rays. The leads remain in service at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).